Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. One bubble was observed. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.